Event description:
Same case as MDR ID#: 2134265-2011-05356 and 2134265-2011-05357. (B)(4). It was reported that post a stenting treatment procedure, stent thrombosis occurred. At the time of the index procedure angiography revealed two target lesions located in the left main coronary artery (lmca) and the 1st diagonal branch. The patient received a 2.75x38mm taxus liberte stent and a 2.75x38.00mm taxus liberte stent in the lmca as well as a 2.75x38mm taxus liberte stent in the 1st diagonal branch. (B)(6) 2011 - a 75% stenosed stent thrombosis was observed in the lmca. Angiography was performed but did not show thrombosis of a previously placed taxus liberte stent. The patient underwent a target vessel revascularization of the previously treated vessels.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).